Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine with concentration 6 mg/ml at a dose rate of 0.4503 mg/day via an implantable pump. It was reported that during a routine pump replacement procedure, the catheter tip was discovered to be damaged. It was further reported that the replacement was abandoned and missing segments were ordered for future case. The catheter was partially explanted and was to be returned to the manufacturer. The issue was not resolved as of (B)(6) 2022. The catheter was to be replaced in the future. No diagnostic tests or troubleshooting was performed. Factors that may have led or contributed to the issue were unknown. The patient was without injury regarding their status as of (B)(6) 2022. The date of implant regarding the catheter was unknown. The patient's medical history and age at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 8709, lot# unknown, implanted: partially, explanted: (B)(6) 2022, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) on 2022-apr-12. It was reported that the replacement was scheduled for (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) on 2022-apr-27. It was reported that the catheter revision took place on 2022-apr-15. The catheter was replaced, but was left in place and was not removed.

Manufacturer narrative:
Continuation of d10: product ID: 8709; explanted: on (B)(6) 2022; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) on 2022-feb-23. It was reported that the pump had reached eri at the time of replacement. However device information regarding the pump and catheter was unknown as the patient was implanted at another facility. The catheter replacement procedure was awaiting a surgery date and the issue was not considered resolved.

Event description:
Additional information was received via a company representative. Regarding if the healthcare provider intended to leave the catheter implanted after replacement, it was clarified that the original plan was to explant the defective catheter; however, this wasn¿t possible, so they left the catheter in and implanted a new one.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot/serial# unknown product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.